Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-product analysis:the device was returned and evaluated by product analysis on 09/25/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or related issues. No keypad response issue was observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump was able to be manually suspended and resumed during testing. Unrelated to the complaint, investigation revealed the display screen was discolored. A pump case crack was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.